Event description:
It was reported, the lag screw driver was not working properly.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.